Event description:
When performing a tipss procedure (transjugular intrahepatic porto-systemic shunt), after the introducer was placed in the pt, the physician realized that the connection (hub) was not well attached after noticing blood leaking through the junction. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of the complaint history. Quality control (qc), trends, functional testing and a visual inspection of the complaint device was conducted for the purpose of this investigation. The complaint device was returned for evaluation. Functional testing confirmed that the device leaked at the hub to sheath connection. Visual inspection of the device noted a small tear in the sheath distal to the hub. The hub was removed and the flare on the sheath was found to be further torn. Quality control instructions and final inspection for check-flo introducer, states to"confirm surface of sheath is free of excessive dents, bumps or scratches" furthermore, each device is leak tested. Operators verify that each device has been through the leak testing process. Detection activities have been conducted. It is possible that this device was damaged during shipping and handling or during the manufacturing process. A definitive root cause is difficult to determine. The appropriate personnel have been notified. The addition of this risk does not change the conclusion that the risk is acceptable due to high detection, low severity and low occurrence rate.

Manufacturer narrative:
The event is currently under investigation. More info will be provided upon conclusion.

Manufacturer narrative:
Investigation summary: the complaint device was returned for evaluation. Functional testing confirmed that the device leaked at the hub to sheath connection. Visual inspection of the device noted a small tear in the sheath distal to the hub. The hub was removed and the flare on the sheath was found to be further torn. Detection activities are in place to prevent this failure mode from occurring in the field. A definitive root cause is difficult to determine and the appropriate personnel will be notified. Investigation summary: the complaint device was returned for evaluation. Functional testing confirmed that the device leaked at the hub to sheath connection. Visual inspection of the device noted a small tear in the sheath distal to the hub. The hub was removed and the flare on the sheath was found to be further torn. Detection activities are in place to prevent this failure mode from occurring in the field. A definitive root cause is difficult to determine and the appropriate personnel will be notified.